Event description:
(B)(4). Before essure I did not have any pain pelvic during my period nor few days before or after. After few months of essure I start having severe cramping and contractions like pain on my right pelvic area, the pain goes all the way to my leg and back, over the time is has been getting worst to the point of not able to sleep well or function during the day, this pain start about two weeks before my period and it goes away during my period. The pain is so strong that some times feels like I am in labor. I have gain a lot of weight, and I have periods of migraines that I did not have before.